Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens haptic did not fold. The iol was explanted during initial procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that there was no patient impact.

Manufacturer narrative:
Additional information provided in a.1. , a.2. , a3a. , b.5. , d.10. , e.4. , h.3. And h.6. The manufacturer internal reference number is: (B)(4).